Event description:
New information received indicates that noise was over sensed on the right ventricular (rv) lead and resulted in pacing inhibition. Programming adjustments were made, but the issue persisted. The physician elected to explant the rv lead and replace it with a new one. The patient¿s condition remained stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the middle region of the lead. The cause of the reported event was due to the external insulation abrasion and exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular lead. No changes or interventions were reported. There were no patient consequences.